Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05710. The patient has two leads (from different lots). It was reported, the patient is no longer receiving adequate coverage. As a result, both leads were explanted and replaced with a single lead. The doctor also electively explanted and replaced the ipg. The explanted devices will not be returned to sjm. Stimulation and coverage were regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.